Event description:
The pt's mother reported that her son's infusion set headset has not been adhering to his skin and his infusion set has been falling off. The pt's blood glucose did elevate to 500 mg/dl due to having difficulties with his infusion set. The pt would administer a correction bolus to help bring his blood glucose down. The pt's blood glucose decreased to 200 mg/dl. The pt has been sent replacement product. The pt did not report assistance by a healthcare professional or second party to address the issue. The pt discarded the product; therefore, no product will be returned for evaluation.

Manufacturer narrative:
H6: no product will be returned for evaluation.